Event description:
It was reported that this right atrial (ra) lead exhibited elevated capture thresholds. An x-ray revealed a crimp near the clavicle on both leads, which was suspected to be the result of sub clavian crush. Subsequently, the patient was admitted to the hospital pending a decision regarding the leads. No additional ad verse patient effects were reported. This right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).